Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had acute kidney injury that was likely hypo-perfusion with occult blood loss. It was suspected to be subacute with a creatine of 2.15 on (B)(6)2024. Creatinine was 2.18 on (B)(6)2024 which improved with decreased diuretic. The patient had a renal consult in jan2025 and it was because the patient was requested to be seen due to acute kidney injury, chronic kidney disease and hyperkalemia. The patient was making urine currently and volume status was acceptable. There was no indication for renal replacement therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation.the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including renal dysfunction and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 "patient care and management" outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - adverse event problem codes updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information 10sep2025 reported that the occult blood loss was diagnosed in (B)(6) 2025. The bleeding was confirmed using an esophagogastroduodenoscopy (egd). The egd found a normal esophagus, non-bleeding duodenal ulcers with a clean base, and a single bleeding angiodysplastic lesion in the duodenum. The bleeding was treated with argon plasma coagulation (apc) and resolved.